Event description:
The reporter stated that the surgeon reported that the cq cartridge is tight upon advancing the silicone lens in them and the lenses are getting torn. This is prior to insertion so no patient contact or injury. It should be noted that in the cq cartridge was not tested or approved for use with the silicone lens.

Manufacturer narrative:
Cartridge lot number search. Results: a cartridge lot number search was performed for similar complaint within the search and there were three similar complaints found.